Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a hardware removal of one (1) tibial nail and four (4) locking screws. A reamer irrigator aspirator (ria) was done due to possible infection. It appeared that the fracture was healed. It is unknown if there was a surgical delay. The procedure outcome was unknown. There was no patient consequences reported. This report is for one (1) unk - screws: trauma. This is report 5 of 5 for (B)(4).